Manufacturer narrative:
An svc tear was found and successfully repaired. The pt required bypass and the leads were not removed at this time to stabilize the pt. Pt's chest was closed and sent to ICU for monitoring. The pt returned for a successful open chest lead extraction on (B)(6) 2011. No devices were retained for return analysis. Several unsuccessful attempts (may 31, 2011, june 2, 2011, and june 3, 2011) were made to obtain catheter lot info.

Event description:
This was a left sided, cardiac lead extraction case conducted in the operating room to remove 2 leads (ra and rv, implanted 2 yrs and 6 months prior) due to an acute pocket infection. The md opened the pocket and prepped both leads with a lld-ez. A 14f sls ii with the addition of a medium visisheath were inserted and lasing began on the rv lead. Minor resistance was met at the 1st rib/ clavicular junction, then slow and steady advancement to the end of the proximal coil. The md was unable to advance beyond the end of the proximal coil and the lead began to "snow plow." It was then decided to upsize to a 16f sls ii with a large visisheath. The 16f sls ii met the same resistance under the clavicle but was able to advance to the proximal coil, about 1cm from the distal end. The md used a tee at this point to look for any possible effusions, none were noted and lasing continued over the coil. Once freed from the proximal coil, the tee was used and a small effusion was noted. The md stopped lasing at this point for 1-2 minutes to watch tee and the pt's arterial blood pressure. The effusion at this point continued to accumulate rapidly. The lead removal procedure was abandoned at this point and an emergent sternotomy was performed.

Event description:
Additional lot information was obtained and reviewed showing no issues or non-conformances.